Manufacturer narrative:
Image review: one static image was provided for review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported that one recapture was performed due to a shallow depth and during the subsequent deployment attempt an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. It was reported that the infolded valve was not implanted and was replaced with a new system. The patient¿s executive summary was not provided for anatomical review. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012248111); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-34 (lot: 0012266595); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure using the evolutfx-34, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22mm balloon. The initial bav showed adequate valve expansion. During the first attempt to deploy the transcatheter valve, the implant depth was found to be too high, prompting a recapture. A second deployment was initiated, and at approximately 80% deployment, contrast injection revealed a 3mm implant depth and evidence of valve infolding. The valve was recaptured and withdrawn from the patient. A new valve was then prepared, and another bav was performed using a 24mm balloon, which again showed adequate valve opening. The new valve was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.